Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be worn. Upon review of the event history log, a "sensor mismatch/no disposable" alarm messages were found. Device underwent functional testing, and the reported customer complaint was unable to confirmed. No problems were found with the pump displaying "no disposable/sensor mismatch" (no cassette) messages when an undamaged cassette was properly attached to the pump.

Manufacturer narrative:
One epifuse connector was returned for analysis. The catheter was connected to the connector and water was injected, but no liquid leaked from the product or the connection. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information was received indicating that the connection was loose at a smiths medical portex® epifuse® epidural catheter connector and leaking occurred. The drug solution was reported to leak at the connection, so the customer stopped using the product. There were no reported adverse effects.